Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had bent cannula and her blood glucose was 600 mg/dl. She self-treated with the pump and got her blood glucose levels down but next day when she ate the blood glucose levels again went back to 600-700 mg/dl. Subsequently, she decided to admit herself to hospital and some adult family members noticed that she was out of it and then knew there was issue. Moreover, the site was sore or irritated when pushed. She was hospitalized and was treated with liquids, insulin drip and injections as needed. Also, she was advised to use sure t infusion sets. The patient was admitted there for 3 days. Currently, her blood glucose was 151 mg/dl. Moreover, she had not changed the set for 5 days and IFU recommends change of infusion set within 48 to 72 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.